Event description:
It was reported that upon opening the package, it was found to be kinked. This MDR is being filed based on investigation findings which determined the tip coils were completely detached and the tip was also detached.